Manufacturer narrative:
(B)(4).

Event description:
Procedure: lap gastric bypass. According to the rptr: relaparoscopy was performed due to bleeding from the distal end of the staple line on the small bowel.